Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Note: this report is related to patient identifier#: (B)(6), reported under MFR. Report#: 1049092-2014-00235 on (B)(6) 2014. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the patient had a reaction to the product's adhesive border resulting in a raised redness where the ostomy adhesive border had touched the skin. A non-adhesive dressing was applied with compression as ordered by the nurse.